Event description:
The manufacturer became aware of a rem auto m CPAP device alleging symptoms of dizziness, headache, hypersensitivity, nausea, vomiting, asthma (new or worsening), inflammatory response, lung disease. Medical intervention was not specified. Due to potential litigation surrounding this case, no follow-up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received a follow-up report will be filed.